Manufacturer narrative:
Updated event type and ar code.

Event description:
It was reported that bd alaris secondary set was damaged the following information was received by the initial reporter with the following verbatim it was reported by the customer that cefepime in a 100ml bag was scheduled to run over 4 hours at 25ml/hr. Medication was scheduled to end at 1739. Rn returned to the room around 1500 and the bag of cefepime was empty.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material ms3500-15 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Manufacturer narrative:
MDR made in error it is (B)(4) is the concomitant of (B)(4).

Event description:
Cancel.

Event description:
It was reported that bd alaris secondary set was over infusing the following information was received by the initial reporter with the following: it was reported by the customer that cefepime in a 100ml bag was scheduled to run over 4 hours at 25ml/hr. Medication was scheduled to end at 1739. Rn returned to the room around 1500 and the bag of cefepime was empty.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.